Manufacturer narrative:
This report is filed on (B)(6) 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to migration of the electrode array into the external auditory canal. There no plans re-implant the patient with another device.